Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 8.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced 8 infusion set cannula kinked event on 13-jun-2024, 21-jun-2024, 25-jun-2024, 30-jun-2024, 03-jul-2024, 12-jul-2024, 15-jul-2024, 18-jul-2024 after 3 hours of insertion. Infusion set was in use for few hours. Patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.